Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Event description:
The patient reported, that enamel was removed from teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.